Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in a severely calcified coronary artery. A 3.50x20mm promus element ¿ stent was advanced but was unable to cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.     Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 792mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found that the stent struts on the distal portion of the crimped stent were distorted, damaged & lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).